Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture "free gel leak".

Event description:
Healthcare professional reported right side rupture "free gel leak" and "the issue may be due to gel retained from a prior rupture if the current devices are saline." Manufacturer of device is unknown. Device remains implanted.